Manufacturer narrative:
The affected device including its log file were examined onsite by biomed, and the log file was made available for further investigation at the manufacturer¿s site. Based on the device examination and the log file analysis, it was not possible to confirm the reported cockpit malfunction. The log file does not contain any entry indicating a shutdown of the cockpit. On the reported date of event, june 27, 2025, the device was in operation between 04:55 pm and 07:59 pm. During that period, the log entries show, that the user regularly interacted with the device and muted alarms when they occurred. At 07:59 pm the device was switched to standby and shut down via user interface as it is intended. Nevertheless, based on the provided information it cannot be excluded that a temporary malfunction of the cockpit screen had happened e.g., most likely cause by an impaired lvds cable or cable connection (between the basis-boards and the display). It was therefore recommended to preventively replace the lvds cable. A faulty lvds cable (between the basis-boards and the display) can cause the display to appear blank, red or with lines. The running ventilation is not affected by a cockpit failure like reboot, no boot, red tint, black screen or flickering screen and affects only its display. Safety relevant ventilation parameters are displayed in the supplemental oled-display and the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit, however, are not available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while on a patient the display turned red, then shutdown. The ventilator is reported to have kept working. There was not reported patient injury.

Event description:
It was reported that while on a patient the display turned red, then shutdown. The ventilator is reported to have kept working. There was not reported patient injury.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.